Event description:
The patient's mother reported the patient's blood glucose (bg) level reached 475 mg/dl, while wearing the pod between 49 and 71 hours on the back. The patient was in school when the event occurred. The school nurse contacted the hospital, which advised the nurse to administer 2 units of insulin via manual injections. The mother reported she advised the nurse to administer 4 units of insulin, instead of the 2 units advised by the hospital. A new pod was successfully applied.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device that would have contributed towards the reported symptom code. The cause of the event could not be conclusively determined. The device generated an 0x1c expiration alarm after 80 hours of operation. This is a safety feature and does not indicate a device failure. The shape memory alloy (sma) wires resistance was measured to be higher and to be out of spec. Download data did not show any struggle to move the ratchet gear. It was concluded that the higher resistance did not influence the performance of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.